Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04433. The pt received two leads with different lot numbers. It was reported the pt had lost all stimulation. The sjm representative met with the pt and determined all contacts on both leads were invalid. It was reported no surgical intervention is planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.